Manufacturer narrative:
S/w 4.11d. Retainer ring=missing. On 11/19/2021 customer called in with the following concern: crack alongside the battery compartment. Fa896 notification was also send out to customer. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit also received with missing reservoir tube o-ring. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer was noted the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked along battery side compartment. No harm requiring medical intervention was reported. The customer will continue use of the device.